Event description:
A cartridge change error was reported with the pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support to inspect and clean various components of the pump and successfully reload the cartridge following provided guidance. The issue was resolved as the customer was able to resume insulin therapy. Technical support also gave advice on best practices for filling cartridges, which the customer acknowledged and understood.